Event description:
A male patient was implanted with the spva-140 valve. The user revised ventricular catheter placement to access the ventricle. Csf was not entering the reservoir chamber of the valve. After several attempts, the valve was replaced which allowed csf to enter the reservoir in the new valve.

Manufacturer narrative:
The explanted valve was returned to our facility and analyzed following our quality control procedure. The valve was returned dry, it is not recommended by our IFU. Visual examination : dry blood deposits are present on the fixation holes of the valve, the inlet plastic connector of the reservoir is damaged. Presence of dry crystal deposits in the intern mechanism. Functional control : the ability of the valve to perform as intended was tested. Circulation of air and alcohol shows a sticking of the ball on the connector seat ; a mechanical action with metallic stylet is due to unstick the ruby ball off the seat of the inlet connector. The rotation test is non-compliant due to the presence of deposits in the intern mechanism. After cleaning, the rotation is compliant. The pressure test was not carried out due to the damage of the spring during the detachment of the ruby ball off the seat of the inlet connector. In conclusion, the valve does not meet its specification. The obstruction of the valve is confirmed ; obstruction is a well-known side effects of derivation system which is widely discussed in the scientific literature and described in our instruction for use.

Event description:
A male patient was implanted with the adjustable valve. The user revised ventricular catheter placement to access the ventricle. Csf was not entering the reservoir chamber of the valve. After several attempts, the valve was replaced which allowed csf to enter the reservoir in the new valve.